Event description:
It was reported that the right ventricular lead had unstable and rising threshold, and consequently was programmed to the unipolar pacing configuration. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.